Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an intraosseous infusion needle was inserted into the patients left tibia, medial to tibial tuberosity, successfully with no incident using a clockwise rotation. The needle was stabilized by holding the leg and placement was verified. The needle was stable in the bone. Upon removing the needle, a counter clockwise motion was used. The plastic part separated from the needle and forceps were used to remove the needle. An x-ray was taken to ensure the needle did not fragment and come apart in the bone. No part of the device remains in situ and he procedure was successful.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Device evaluation: the complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Investigation. A document-based investigation reviewed the following: complaint history, device history record, instructions for use, quality control specifications, and specifications the user facility did not provide lot information. However, review of the sales records to the user facility over the past three years narrowed down the possible lot number to either 9179571, 9179573, or 9209962. There was one potentially related nonconformance under lot 9179571 where one device was scrapped for a misaligned cannula. A complaint lot search revealed no complaints under any of the three lot numbers. All nonconforming devices were scrapped, and all remaining devices in the lots underwent quality control activities such as checking for smooth transition between the stylet and cannula, and tugging on the cannula for hub security. Since these 100% inspection procedures are in place and no other complaints have originated from these lots, there is no evidence that nonconforming product exists in house or in the field. The product IFU states the following in consideration of the reported failure mode: needle removal: to remove the standard intraosseous infusion needle (product prefix din-), apply gentle traction and rotate the needle cannula back and forth to disengage from the bone cortex. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Supplier investigation: the investigation found that the affected component is supplied from an external supplier. We requested that the supplier investigate this occurrence. The supplier reviewed the lot record for manufacturing anomalies, dimensional results, tensile test results, and nonconformances. There were 6 machine rejects out of 427 pieces under this lot which were the result of 2 incidents of cycle interruptions. None of these nonconformances are related to the failure mode described in this complaint. The supplier concluded that the main cause of failure does not appear to be associated with manufacturing processes or handling at the supplier. Conclusion. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. However, a possible root cause was determined as cause traced to user (failure to follow instructions). The customer is to receive the investigation results. Per the [quality engineering] risk assessment, no further action is required. The appropriate personnel were notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.